Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021 the customer alleged the insulin pump alarmed keypad anomaly, rewind and no delivery. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with cracked keypad overlay. Thus software was utilized and downloaded trace/history files properly and found stuck key alarm (61) during basal delivery in the insulin pump history at 02/21/2021 on 04:45:00 to 04:55:30. Also found no delivery during normal bolus on (B)(6) 2021 15:22:56. However, insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind, keypad, or delivery anomaly alarm noted during testing. Device was cut open and no moisture damage on the electronic assembly, battery tube, vibrator and internal battery during the visual inspection. Device passed the keypad voltage test. In summary, the insulin pump rewinds properly during testing, no keypad anomaly noted. However, customer received stuck key alarm (61) alarm during basal delivery according in the insulin pump history download, problem isolated to keypad assembly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the button of insulin pump was stuck and non-responsive, pump forces to prime or rewind multiple times, received unexplainable no delivery alarms and fractures in pump casing railing of belt clip, about to break off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.